Manufacturer narrative:
Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
The facility reports during a transfer in a bath, pt partially fell out of the sling, which caused injury and distress. Pt hit her head, and her face went under the water. She cried and was hanging upside down for at least 30 seconds while was trying to grab her and call for assistance from her daughter to help with removing the pt from the sling. The date of the event has not been reported. (B)(4).